Manufacturer narrative:
(B)(4). The customer reported a delay in obtaining a 12 lead ECG during a pt event. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a delay in obtaining a 12 lead ECG during a pt event. There was no report of negative pt impact.